Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73f210003n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the unit is "not powering". Unknown patient involvement at time of report. Multiple attempts for additional information to the customer have been unsuccessful.

Event description:
It was reported that the unit is "not powering".

Manufacturer narrative:
Qn#(B)(4). Additional information received indicates the issue was detected prior to use on a patient. Corrected data: corrected data: section f.10.-health effect clinical code corrected to 4582. Section f.10.-health effect impact code corrected to 2645. Section h.6.-health effect clinical code corrected to 4582. Section h.6.-health effect impact code corrected to 2645.